Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the customer's pump would not turn back on. The customer¿s blood glucose was 134 mg/dl. The customer reverted to an alternate pump for insulin therapy.